Manufacturer narrative:
After further review of additional information received . Complaint conclusion: the floppy tip of .018 x 300cm straight tip sv short peripheral steerable guidewire (pgw) broke and stayed in the patient's artery. There was a patient injury noted. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Based on the information provided, it is not possible to draw a clinical conclusion between the device and the reported event. Without the return of the device for analysis, the reported customer event ¿distal tip-wires fractured-separated - in patient¿ could not be confirmed and the exact root cause could not be determined. Vessel characteristics or handling factors may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation of risk ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Damage will prevent the guidewire from performing with accurate torque response and control. Guidewire manipulation/torquing should always be performed under fluoroscopic guidance. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Should the guidewire tip become entrapped within the vasculature (i.e., small side branch, tight stenosis), do not torque the guidewire. Advance the balloon catheter distally, gently pull the guidewire back into the balloon catheter, and remove the balloon catheter/guidewire system as a unit. Should torque control/tip response be compromised during use, confirm tip integrity using fluoroscopy. Loss of torque control may be due to core wire fracture. Under fluoroscopic guidance, advance the balloon catheter to the distal end of the guidewire and remove the balloon catheter/guidewire system as a unit.¿ without a lot number to conduct a phr review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the floppy tip of .018 x 300cm straight tip sv short peripheral steerable guidewire (pgw) broke and stayed in the patient's artery. There was a patient injury noted. The device will not be returned for analysis.